Event description:
A surgeon reports a pt that was overcorrected following a custom conventional refractive procedure. This report is for the left eye, the right eye is being submitted under MFR report #1061857-2007-00254. This pt was treated for a monovision outcome and the target for the left eye was -1.75 diopters. At 3.5 months post-op, the left eye exhibited an overcorrection of -.75 diopters. Bcva was 20/20-1 pre-op and at 3.5 months post-op is 20/20-2. Ucva improved from 20/400 to 20/70+2.

Manufacturer narrative:
The investigation, including root cause determination is in progress.